Manufacturer narrative:
The fse replaced the power supply module to address the reported issue. Unrelated to the reported issue, the fse replaced the front end board and the drive transducer to address a separate issue which has been documented in our system. Subsequently, the fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a service repair performed by a getinge field service engineer (fse), he discovered a new power related issue with the cs100 intra-aortic balloon pump (iabp) intermittently switching off. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10.

Event description:
N/a.